Event description:
It was reported that the patient hit their ipg on a chair. X-ray imaging confirmed all four leads were fractured. As a result, the leads were replaced via surgical intervention on(B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.